Event description:
The customer reported that the error code "chcksum error boot terminated" was displayed on the system.

Manufacturer narrative:
Error code displayed. The ge svc rep replaced the sram card. He verified system boots and functions properly.